Manufacturer narrative:
Per tandem's pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 130 units of insulin. It was reported that the customer in addition, it was reported that a cartridge leaked. Reportedly, the customer had overfilled the cartridge. A cartridge change was performed resolving the issue. The customer's blood glucose level was 174 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.